Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign matter in the air/water nozzle could not be confirmed and a definitive root cause of the issue could not be determined, however, it was confirmed that the device reprocessing was not implemented in accordance with the IFU and the issue was likely the result of insufficient cleaning/reprocessing. The event can be detected/prevented by following the instructions for use which state: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus medical sent a request for information about the customer's reprocessing practices. The customer reported the device "is rarely used". The customer could not identify source of the foreign material. Regarding the precleaning: the customer reported there was no delay in the start of the pre-cleaning and the air/water nozzle was flushed with water but not air. Regarding the manual cleaning: the endoscope was soaked in detergent solution; the air/water nozzle was flushed with detergent solution; and there were no abnormalities in the reprocessing accessories. The device has not been returned for evaluation. The customer has since canceled the scheduled device return, stating the device is "now working". If the device is returned, an investigation will be performed and a supplemental report will be filed.

Event description:
The customer reported to olympus medical that the evis exera iii gastrointestinal videoscope was being reprocessed using a medivator device: the medivator indicated there was a blockage at the air/water channel. The issue was identified during device reprocessing. No adverse effects to patient reported.